Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon pressed the green button, the handle moved forward and was able to make one initial squeeze of the handle. Then the handle locked and would not allow an additional squeeze to complete the firing. There were no clips in the jaws. No clips had been used in the case. The surgeon retracted the jaws and a partial stapling was completed. The staple line was incomplete distally. The surgeon opened a second handle and reload and resected the original staple line proximally along with the appendix to complete a second firing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.